Event description:
Same case as: 2134265-2010- 02842, 2134265-2010-02843. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced thrombosis. During the index, the physician implanted a 2.5x24mm taxus express2 stent at 16 atm and 3.5x12mm at 18 atm overlapping in left main coronary artery (lmca) and the left anterior descending (lad). A kissing balloon technique (kbt) with quantum maverick and non-bsc balloon was performed in the bifurcation between lad and left circumflex (lcx). In (B)(6) 2009, a 75% stenosis in the ostium of the lcx was confirmed. The physician implanted a 3.5x16mm taxus express2 stent at 12 atm in the lcx and lmca overlapping to the previously implanted stents in the lmca and lad. A kissing balloon technique (kbt) with a 4.0 quantum and 2.5 non-bsc balloon was performed. Post intravascular ultrasound was performed. There were no malapposition of the stent and no complications reported. During follow-up in (B)(6) 2009, there were no problems confirmed. In (B)(6) 2010, it was reported that the patient fainted during a business trip and was transferred to the hospital. A coronary angiogram was performed. Thrombosis in the 3.5x16 taxus stent in the lmca was confirmed. An intra aortic balloon pump (iabp) was inserted. Thrombectomy and plain old balloon angioplasty (poba) was performed. The iabp was removed and the patient has been staying at general ward in the hospital. Antiplatelet medication was stopped 9 days prior to the event for "bleeding due to piles." Patient status was listed as "recovered."

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).